Manufacturer narrative:
A philips service engineer checked the system and confirmed that the high tension (ht) converter tank bv300 failed. Failure was caused by a voltage flashover due to a defective diode. The root cause of the defective diode is a paper shield in the diode, that was introduced in 2013. This caused the decrease in resistance and hence led to voltage flashover between the pcb and the paper package. Because of the field monitoring of spare part of ht converter tank bv 300 a CAPA was initiated by philips that resulted in a change in production of the ht converter tank bv300 to remove the paper package. This change was introduced in 2015. Based on the outcome of the risk assessment done during the CAPA and also the current safety risk assessment report, the risk levels are assessed to be acceptable and it was concluded that the faulty ht converter tanks will be replaced with the new ht converter tank in the event of a failure in the field. The philips field service engineer replaced the failed tank with the new ht converter tank to resolve the issue reported. Replacement rates of the ht converter tank are within the defined upper control limits and no negative trend is observed.

Manufacturer narrative:
The tube arcing occurred during the procedure and then the system f1 15a fuse broken due to the tube arcing. A philips field service engineer replaced the high tension conversion tank of the system, this solved the issue when the investigation has been completed philips will inform the FDA

Event description:
Philips received a complaint from the customer in which it was stated that during a lumbar surgery the system stopped working. The customer decided to abort the surgery procedure, patient was sutured. Later that day the system was repaired and the patient was operated again.procedure was finished successfully.